Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post a chronic catheter placement, the connector was allegedly broken. It was further reported that the catheter was damaged while using a connector resulting in the repair of the catheter. Furthermore, the catheter was repaired. Reportedly, original connector valve was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac repair kit s/l catheter and three sealed k-zero luer caps was returned for evaluation. Visual and functional evaluations were performed on the returned device. Cracks were noted on the sides of the catheter hub. Therefore, the investigation is confirmed for the reported fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2026), g3 h11: d4 (medical device lot number), h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post a chronic catheter placement, the connector was allegedly broken. It was further reported that the catheter was damaged while using a connector resulting in the repair of the catheter. Reportedly, the catheter was repaired and the original connector valve was removed and replaced. There was no reported patient injury.